Event description:
Meter reading was very high (does not remember reading). Paramedics tested on their meter, reading was 14.

Manufacturer narrative:
Patient did not remember reading on the liberty meter. Pt stated had another meter (unk brand). Pt did not indicate treatment of any kind. Pt not taken to the hospital and wanted to get off the phone.